Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective pressure sensor (cr) board and the leakage value of the secondary pipeline is zero (0) due to defective electropneumatic proportional valve (gt552000). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit couldn't start up. The issue was found during reprocessing after an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following reportable malfunctions: an alarm sound that generated and a front panel that turned off due to a defective printed circuit board. Additionally, the leakage value of the secondary pipeline was zero due to a defective electropneumatic proportional valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) (added here due to character limitation).